Event description:
It was reported that the coaxial high flow tip was being used in a hip replacement procedure when it fell off. It was confirmed that it did not fall into the surgical site. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Discarded by user facility.